Manufacturer narrative:
The root cause of the event was attributed to a defective blower controlling hardware. Several attempts were made to obtain additional information and we have not received any additional information at this time. Customer ordered the needed spare parts and has been shipped already by the technical support.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
Customer is complaining about alarm 316 blower failure on this unit. The blower driving hardware was damaged. Customer send screen shot that adequate driving voltage and current is not present and no rpm (revolution per minute). Maximum blower temperature is 137 degrees and the temperature was continuously above 120 degrees celsius when the blower failure occurs.